Event description:
It was reported an error message 76 (non-recoverable system error) received on the arctic sun device. Per review of wo on (B)(6) 2022, there was patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. The device was not returned.

Event description:
It was reported an error message 76 (non-recoverable system error) received on the arctic sun device. Per review of wo on 24nov2022, there was patient involvement. Per follow up information received via email on 05dec2022, the device started functioning properly again. Customer solved the issue themselves.